Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) diagnostics data indicated the consumption of power has been increasing for over a year. An engineering analysis determined the battery consumption was expected to continue to increase. As result, the patient underwent a surgical procedure wherein the device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned for product analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) diagnostics data indicated the consumption of power has been increasing for over a year. An engineering analysis determined the battery consumption was expected to continue to increase. As result, the patient underwent a surgical procedure wherein the device was replaced. No additional adverse patient effects were reported.